Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screw/unknown lot number. 510k unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail (tfn) was implanted on (B)(6) 2015. The nail was removed on (B)(6) 2015 due to failure of fixation and femoral head cut-out. No additional information provided. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to a hemiarthroplasty at the time of the implant removal. Patient outcome is unknown. This report is for an unknown screw.